Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a starclose se device after a heart catheterization procedure. Reportedly, closure was successfully achieved with the starclose se device (on (B)(6)2011). Five days later ((B)(6) 2011), the patient reported to the lab with a large hematoma. Surgical intervention was required to treat the hematoma on the same day. It was reported that the clip was observed to be in the artery. The clip was removed during the surgical procedure. The patient was hospitalized thereafter. On (B)(6) 2011, the patient expired and the cause of death is unknown and undetermined. The patient reportedly has a history of left main coronary disease, high grade stenosis on circumflex artery, pulmonary embolism, deep vein thrombosis, global ejection fraction (40%), abdominal aneurysm, symptoms of bipolar, collapsed right lower lobe of the lung and a previously placed ivf filter. Reportedly, post groin surgery ((B)(6) 2011), the patient remained hospitalized. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicates per the physician's notes the starclose se device did not cause the patient death. The cause of death was determined to be a rapid desaturation episode with cardiac arrest. The patient died (B)(6) post procedure. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation. A clip observed in the artery (mislocated clip) can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested, to include proper placement of the clip on the tissue model, to verify the functionality of the device. The instructions for use (IFU) indicates the clip may be mislocated if the user does not adequately perform the nick and spread incision at the access site, or properly seat the clip delivery tube on top of the access site, improperly positions the vessel locator wings, does not maintain downward pressure or keep the device stable while depressing the deployment button with the right thumb, holds the device in an incorrect angle during clip deployment, which should be 60-75 degrees, and/or retracts the device during clip deployment. However, information relevant to user technique was not reported. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May also contribute to the reported experience. The patient reportedly had a history of left main coronary disease, high grade stenosis on circumflex artery, pulmonary embolism, deep vein thrombosis, global ejection fraction (40%), abdominal aneurysm, symptoms of being bipolar, collapsed right lower lobe of the lung and a previously placed ivf filter. Reportedly, vessel closure was successfully achieved with the device, which indicates that the clip was deployed on the arterial surface. Five days later, the patient reported a large hematoma. Surgical intervention was required to treat the hematoma, during which the clip was observed to be in the artery. It is possible that the clip migrated from arterial surface into the artery post procedure. Patient anatomical conditions may have influenced the clip migration. Based on the investigation, a product quality deficiency was not noted. Due to the time interval between clip deployment, surgery to repair the femoral artery and the patient death, it is not likely that the starclose se device contributed to the death based on information provided. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and did not reveal any other similar reported incidents. There does not appear to be any indication of a product quality deficiency.